Manufacturer narrative:
Complaint conclusion: as reported, during the use of a 10mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured before optimum pressure. As a result, a new 10mm x 4cm powerflex pro pta balloon catheter was used a replacement without issue. There were no reported injuries to the patient and the device will not be returned for evaluation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling of the device during preparation, vessel characteristics, and procedural factors, although unknown, may have contributed to the reported event. However, without the return of the device for analysis and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use, ¿flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The phone number provided by the initial reporter is (B)(6). Due to system limitations, the phone number could not be entered into section e1. The lot number is currently unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the use of a 10mm x 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured before optimum pressure. As a result, a new 10mm x 4cm powerflex pro pta balloon catheter was used a replacement without issue. There were no reported injuries to the patient and the device will not be returned for evaluation.